Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that during coil embolization, the cashmere coil (crc14030430/c24229) could not be detached. The coil was withdrawn and used a new one used to complete the procedure. There was no report on the patient injury. There was no significant clinical delay to the procedure as a result of the issue. There were no damages noted to the coil delivery/detachment system prior to use or after removal. The coil was successfully removed from the patient and still attached to the delivery system. An enpower detachment control box and cable were used for the procedure. A pre-deployment electrical check was performed and passed. No low battery light was seen during the case. All connections appeared to fit properly without use of excessive force. The connecting cable and control box were used successfully with subsequent coils.

Manufacturer narrative:
Both the unidentified enpower detachment control box (dcb) and the unknown connecting cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. Located 93.0 centimeters off the distal tip of the green introducer, unreported damage of the core wire and tip coil gray section protruding outside the sheath was found. The circumstances of how and when this unreported damage occurred cannot be determined. The first secondary winding off the ball tip has unreported buckling and compression damage with the remainder of the coil undamaged. The circumstances of how and when this unreported damage occurred cannot be determined. The coil¿s socket ring has been pushed down inside the outer sheath. The detachment fiber is intact, undamaged, and did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 51.9 ohms (range 48.5/56.0) (mps-(B)(4)) and the enpower systems ready green light illuminated (IFU).the coil detached on the first detachment cycle. Post-detachment inspection found that the resistance passing at 51.9 ohms and the enpower systems ready green light remained illuminated. Post-detachment inspection found that the detachment fiber received heat and melted as designed. The field complaint could not be duplicated. No manufacturing defects were found. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil unable to be detached inside the target site cannot be confirmed. The dpu passed both pre-detachment and post-detachment electrical testing with the coil being detached on the first detachment cycle. In addition, without the return of the complete unidentified detachment system and the unknown microcatheter used in the procedure, it cannot be determined if these components had any contributions to the complaint event. Therefore, no corrective actions will be taken at this time.